Event description:
It was reported that the patient had an artificial urinary sphincter cuff explanted and replaced with a 4.5cm cuff due to recurring incontinence. No additional patient complications were reported in relation to this event.